Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. It was observed that the catheter had a fluid leak coming from the flush line, from where the luer connects to the flush tubing. No damage was observed on the luer. No air was observed in the flush line. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.